Manufacturer narrative:
Upon follow-up, the facility indicated that the case was cancelled after a transseptal puncture was completed. There was no injury or an adverse event associated with this event or the patient. There is no additional information provided regarding the patient by the facility. (B)(4). The field service engineer was present during case support for the next case and all pacing functions worked properly. The system is working according to specifications and no further service is needed at this time. The pacing feature in carto 3 system is not a life sustaining device and such has been indicated in the product's IFU. The customer complaint cannot be confirmed. The customer has been instructed to notify bwi field service engineer immediately should this reoccur so further troubleshooting can be done. A DHR review was performed and no anomalies were noted in manufacturing or service of this equipment.

Event description:
The customer reported that they were unable to pace using the carto 3 system during a pvi with atypical flutter ablation procedure and the case was aborted. There was no injury or incident reported with the patient.